Manufacturer narrative:
A visual inspection of one opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm insertion needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was unable to connect, and the electrode was missing when the sensor was removed from the body. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.